Event description:
It was reported that (1) device was used during a carotid endarterectomy. It was reported by the rep that the pmw35 skin stapler was "sticking" about half ways through use of stapler. Another pmw35 instrument was used to complete the case. There was no consequence to the pt.